Manufacturer narrative:
If explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). Device evaluation: the product testing could not be performed because the product was not returned for evaluation. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a female patient had a myopic refractive error of the right eye (od). The surgery was done on (B)(6) 2017 with no issues; post-op visit revealed a refraction of -2.25 + 0.5 x 5 degrees on (B)(6) 2017 and was -2.50 +0.50 x 76 degrees on (B)(6) 2017. Both readings are from auto refractometer. Visual acuity pre-op is unknown and visual acuity post-op is 20/60. Surgeon stated that both srk/t and barrett showed similar targeting with zxr+21.0 diopter; the readings were redone post operatively and confirmed the same readings. It was stated that lens exchange or lasik are possible but other interventions could be required. It was indicated that left eye (os) and right eye (od) show similar readings on different exam dates and two other doctors confirmed the primary surgeon''s conclusion that the iol is properly positioned in the bag. There was no delay in procedure reported. No further information has been received.